Event description:
(B) (6). Same case as MDR ID: 2134265-2010-01117. It was reported that following a carotid artery stenting treatment procedure, the patient experienced a transient ischemic attack (tia). The 90% stenosed target lesion was located in the left proximal internal carotid artery/segment 17. There was a 5mm reference vessel diameter. During the index procedure, a filterwire ez embolic protection system was deployed, and a carotid wallstent was implanted in the target lesion. One day post index procedure, the patient had a tia with a nih stroke scale of 5: 2 for level of consciousness questions, 1 for facial palsy, 1 for best language and 1 for dysarthria. The patient was discharged one day later and the event is reported to be resolved without residual effects. It is the opinion of the physician that the event is possibly related to this device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).